Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the helix of the lead was extrinsically bent. The visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that during an in clinic visit the right ventricular (rv) lead was reporting high thresholds and low sensing. A chest x ray revealed the rv lead was pulled back and is likely dislodged. The physician attempted multiple times to reposition the lead but was unsuccessful. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.